Event description:
Meter name: ot surestep. Strip name: one touch. Meter code:unknown strip code: unknown. Strip storage: unknown. Symptoms: fainted. A pt reported they fainted and went to the hospital. Their meter's button allegedly was not functioning on the meter. The result on their meter was 151 mg/dl. Unknown when they obtained that reading. No other meters tested or comparisons made. No treatment. No further info has been reported.